Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to bleach the vents and sample ports and replace the integrated multisensor technology (imt) peristaltic tubing. The customer also replaced the v-lyte sensor and ran a patient comparison between the two dimension vista instruments, which resulted as expected. The cause of the discordant, falsely elevated sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer was running patient comparisons between two dimension vista instruments. Discordant, falsely elevated sodium (na) results were obtained on patient samples on the dimension vista 500 instrument (serial number (B)(4)). It is unknown if the discordant results were reported to the physician(s). The samples tested on the alternate dimension vista instrument, resulted lower. Corrected results were not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.